Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the bronchial artery using penumbra smart coils (smart coils). During the procedure, the physician advanced a smart coil into the nidus of malformation using a non-penumbra microcatheter; however, the smart coil would not form due to the high flow. Therefore, the smart coil was retracted and saved for later use. Next, the physician placed two other coils in the target vessel and attempted to load the same smart coil into the microcatheter again; however, the smart coil was inadvertently kinked and, therefore, it was removed. The procedure was completed using new smart coils, other coils, and the same microcatheter. There was no report of an adverse effect to the patient.